Event description:
The pt pulled out the enteral feeding device two months after the device had been placed during a therapeutic procedure. The physician then examined the pt's stomach with a scope, but no bumper could be found inside the pt. A few days subsequent to the pt having pulled out the enteral feeding device, the pt defecated the bumper. Another enteral feeding device was successfully placed in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.